Event description:
Reporter alleged obtaining a discrepant blood glucose result of lo (less than 10 mg/dl) back to back with a result of 145 mg/dl on the compact plus system when testing was performed within 10 minutes. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.